Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that something foreign was noticed on a zcb00 23.5 diopter intraocular lens (iol) during handling and prior to insertion with no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/20/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed only loose fibers/particles on the lens related to the handling of the unit out of a sterile environment. No damaged was observed to the lens and lens haptics. There is no information provided in regards to the reported issue. The complaint issue reported was verified. However, based on the evidence observed it is not possible to confirm if the particle is related to manufacturing, as the reported lens was handling for surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.